Event description:
Clinical study was being reported under an ide trial. After review of all records associated with this trial site, it was discovered on 01/16/2007, that this incident was not reported through the ide. This is a marketed product, so it is being reported through the MDR process. It was reported that post index procedure, the patient had a stent thrombosis (st) and target vessel revascularization (tvr). The target lesion was located in the mid right coronary artery (rca) with 95% stenosis, a length of 28 mm, and a reference vessel diameter of 3.5 mm. The target lesion was pre-dilated and a 3.5 x 32mm express2 stent was implanted with -10% residual stenosis. Thirty two days after the index procedure, the patient presented to the emergency room with an acute myocardial infarction with ck 1056 iu/l (uln is 230) and negative ckmb. Cardiac catheterization revealed occlusion of the rca at its proximal tip, but it was reopened demonstrating patency of the proximal rca with evidence of clot and/or dissection involving the entire proximal and mid vessel. A 3.0 x 33 mm stent was placed and up-sized using a 3.5 mm noncomplainant balloon. There was distal dissection of the distal margin of that first stent, so an additional 3.5 x 13 mm stent was placed and further up-sizing with a 3.5 noncompliant balloon was performed. The physician noted it was probable the serious adverse event was related to the device. The event was reported as resolved.

Manufacturer narrative:
Device evaluation: a unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 4435621 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.